Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. An aesculap technical services (ats) repair order was created after the customer facility contacted ats. Upon receipt of the device, damage at the solder/weld was noted. Further examination found the instrument was broken at the rotation handle. The last repair date was unknown. There was no patient involvement. Additional information was not provided.

Manufacturer narrative:
Investigation: a prestige grasper was received for evaluation of proximal weld failure with lot number m45399; repair information was not available. The investigation was performed at aesculap tek park. Visual inspection summary: minor nicks and scratches are present on the instrument shaft. The proximal solder joint separtion is visible. All solder material remains adhered to the thumb loop. There is a missing set screw plug/cover on the rotating housing. Physical and functional inspection summary: the instrument function is not smooth and consistent as a result of the proximal weld failure. In addition, the instrument jaws were found to be misaligned when fully closed. Conclusion: the failure mode of proximal weld failure was confirmed. This event likely occurred due to inadequacies in the defined production process which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. A supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.